Manufacturer narrative:
The lot was manufactured february 22, 2018 - february 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was observed prior to use. The device was filled with 2250mg of fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.